Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. The physician intentionally covered the left subclavian artery due to the pt having a bovine arch. While ballooning the device, the pt lost consciousness. On the final angiogram taken, a slight proximal type I endoleak was revealed. Due to the pt's condition, the physician chose not to treat the endoleak. The pt was transferred to the intensive care unit in a coma. On (B)(6) 2011, a f/u computed tomography revealed blood leaking from the cerebral blood vessel. The pt was diagnosed with hypertensive encephalopathy and remains comatose.